Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty attempting to cross a previously placed stent with the express2 monorail. Upon removal the stent appears to be damaged. No pt injuries or complications were reported.